Event description:
It was reported that the day after implant, the ventricular lead had a loss of capture. Several days later, the patient was brought back to the operating room and the leads were disconnected from the device. It was found that the ventricular lead had dislodged. The lead was repositioned, and when reconnecting the leads, no capture was still noted the leads were tested on the analyzer where capture occurred. The device was removed and a new device implanted. The leads remain implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.